Event description:
It was reported that the helix of a ventricular leadless pacemaker (vlp) stretched during an initial implant procedure on (B)(6) 2026. The vlp was not used and a new vlp was successfully implanted. The patient was stable throughout the procedure.